Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they spoke with the patient (B)(6) 2020 that the patient hasn¿t been charging due to personal issues and dealing with family in the hospital, but will let the rep know what happens the next time they charge. [See (B)(4) for previous 1707 error.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient was getting a 1719 error code. Technical services reviewed the code meaning, which pointed to a possible coupling issue between the recharger and the implant, with the possibility of a deep or tilted implant that could be causing the error. Technical services suggested repositioning and applying slight pressure to get the wireless recharger (wr) closer to the implant. The rep said that the patient is larger and the ins may be too deep since the patient previously had a 3058 and the micro stim device was placed in the previous pocket. There were no patient complications reported as a result of this event.  Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the 1719 error was not determined, but the patient was able to charge to 70% with good connection and then received the 1719 error and couldn't finish from 70% to 100%. The most likely factor was that the implant was too deep in the pocket. The patient had not tried to recharge since encountering the error so it was unknown whether the error had cleared yet. The rep was waiting for the patient to try charging again. The patient's doctor had been notified and device positioning had been examined. Pocket revision /device repositioning was not planned at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep had seen the patient in the clinic on (B)(6) 2020. The patient's recharging difficulties had improved somewhat. The patient could recharge if they needed, when they lean forward and place the recharger over the device. The patient felt as though they were emptying better and hadn't felt as much need to recharge and use the devices as much. In response to an inquiry regarding potential surgical intervention, the rep wrote that the doctor was going to reassess during future visits to see if intervention was needed to reposition the device. No further appointments were scheduled at the time as the patient was trying to obtain new insurance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient could currently recharger their device when needed. The patient planned to follow up with the physician in june-july timeframe, when they believe that they'll have new insurance. The rep wrote that they would follow up when the physicians reached out to them.